Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0e4n5, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that patient had been having occasional incontinence in the past 1.5 week. It was noted that when patient wakes up at night, she was unable to make it to the bathroom and also happening sometimes during the day hours. It indicated that patient had a fall on (B)(6) 2014 and stimulator was turned off for 3 months, patient was not aware. When stimulator was turned back on, stimulator was controlling her symptoms up until this past 1.5 weeks. The patient had only been on program 3 at 3.0v, health care provider wanted to know how to increase the intensity. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.